Event description:
It was reported that a (B)(6) hispanic/latino female patient underwent a breast augmentation revision surgery with implantation of a 375cc mentor smooth round spectrum saline breast prosthesis. Post-operatively, the patient was diagnosed with a ruptured left breast implant. Additionally, the patient reported having an elevated white blood cell count. As a result, the patient underwent removal and replacement with 400cc mentor memorygel breast implants on (B)(6) 2022. The additional adverse event is consistent with a generalized illness. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-04731 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On may 13, 2022, the mentor analysis lab received the suspect medical device for evaluation. On may 22, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection and leak testing of the device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear (a) within the crease/fold measuring approximately 0.1 cm. In addition, a tear (b) was found on the same view, measuring approximately 0.2 cm, consistently with the information provided which specified that the product was damaged during explantation. The evaluation determined that the cause of the rupture (a) is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. At present, there is no sufficient evidence to show an association between breast implants and generalized illness. (Assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Manufacturer¿s reference number: (B)(4).